Event description:
It was reported that the customer had a damaged on the lcd screen left hand side by the reservoir of the insulin pump. The customer's blood glucose level was 199 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan ER healthcare provider instruction.

Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, and cracked reservoir tubelip.